Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.

Event description:
64-year-old female patient treated with impella cp pump due to non-iscemic de-novo cardiomyopathy. Insertion on (B)(6) 2025 in the right axiliry artery via surgical approach. After the placement of the cp pump, there was a spike in the motor current with an alarm "pump stop". It was possible to restart the pump, but decided was made to replace the pump due to concerns for pump integrity and the acuity of patient. Another impella cp pump was successfully inserted. The first impella cp was coded for hemodynamic instability with the outcome of delay to treatment, device replacement.

Manufacturer narrative:
Additional information was updated in b5 (event description); was added in d4 (primary UDI number) and h4 (device manufacture date). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the temporary pump stop cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
The complainant reported that after an impella cardiac power device was inserted through the right axillary artery for treatment of cardiogenic shock due to non-ischemic cardiomyopathy, the pump displayed an abrupt rise in motor current followed by a pump stop alarm. The device was able to be restarted, but due to concern for pump integrity and the patient¿s clinical acuity, the care team elected to remove and replace the device. A second impella cardiac power device was successfully implanted, and the patient was later transferred to a higher level of care. During the subsequent course of support, the patient developed renal failure requiring renal replacement therapy. Renal injury is a known risk associated with impella therapy and is typically multifactorial. The first device was associated with hemodynamic instability requiring device replacement, and the second device was associated with renal failure classified as a serious injury.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.